Manufacturer narrative:
No device malfunction was found during the functional evaluation of the autopulse platform (sn (B)(4)). Evaluation of the platform found that it powered on and successfully performed continuous compressions using a large resuscitation test fixture for more than an hour without the ua 41 error message or any other faults. There was no device malfunction or defect observed. The investigation verified that the fan (blower) provided ample cooling for the drive train and other major heat-producing assemblies, and the patient temperature sensor cable was functioning properly. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. The archive data revealed multiple user advisory (ua) 41 (patient temperature sensor failure) from (B)(6) 2017; however, no ua 41 error message was observed on the reported event date of (B)(6) 2017. As a precautionary measure, the temperature sensor and the power distribution board were replaced; the platform was further tested and met all specifications. As part of routine service during testing, the platform was examined and found physical damage. The observed physical damage was unrelated to the reported event. After the damaged part was replaced, the device was tested to full specification and passed all specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The reporter noted that the platform vent was not blocked and the ventilator was running normally at the time of the event; however, the ua 41 error message was unable to be cleared. No patient was involved with this event, the issue was observed during shift check. No further information was provided at this time. The reported event date of (B)(6) 2017 is estimated as the reporter was unable to identify the date the ua 41 error message was observed on the platform.